Manufacturer narrative:
The insulin pump was rec'd with a non functioning vibrator due to a broken vibrator wire. The insulin pump had no signs of moisture damage on the electronic/motor assembly.

Event description:
The customer reported that insulin leaked from the reservoir into the reservoir compartment. Advised that the insulin pump would be replaced. Nothing further was reported.